Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a cylinder malfunction. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was a malfunction of the cxm pump issue as it was not working properly. The patient outcome was reported as the patient was all good for now.

Manufacturer narrative:
D4. Model number/catalog number 72400152 serial number (B)(6). Batch/lot number 780718009. Model/catalog description reservoir 65 ml iz. Expiration date 07/05/2017. H4. Manufacturer date 07/09/2012. D4. Model number/catalog number 72401110. Serial number (B)(6). Batch/lot number 785444001. Model/catalog description pump cxm. Expiration date 08/22/2017. H4: manufacturer date 08/27/2012. D10, h3, h6, h10. H3 device evaluation. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had broken fabric threads and a hole in the outer tube due to input tube wear with avulsion. The input tube sleeve of cylinder 1 measured approximately 20mm and cylinder 2 measured approximately 17mm. The kink resistant tubing (krt) was worn to the filament and both cylinders exhibited a bulge when inflated. Cylinder 2 had a hole in the inner tube attributed to sharp instrument damage consistent with explant and is therefore considered a secondary failure. Device analysis confirmed a cylinder malfunction as the damage identified would directly affect the functionality of the device. Additional information indicated there was a malfunction with the pump as well. The ipp cxm inflate/deflate pump was visually inspected and leak tested; no leaks were identified. The allegation related to a cylinder malfunction was confirmed; based on this confirmation, the event details and visual inspection no further analysis is deemed necessary nor required with the pump. The damage identified in the cylinder would be the most probable cause of the reported events and would directly affect the functionality of the device and could present as a pump malfunction to the user. An allegation of a cylinder malfunction was reported; no allegations related to the reservoir were received. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Device analysis confirmed there was not a malfunction in relation to the reservoir.

Manufacturer narrative:
Model number/catalog number 72400152, serial number (B)(4), batch/lot number 780718009, model/catalog description reservoir 65 ml iz, expiration date 07/05/2017. Manufacturer date 07/09/2012. Model number/catalog number 72401110, serial number (B)(4), batch/lot number 785444001, model/catalog description pump cxm, expiration date 08/22/2017. Manufacturer date 08/27/2012.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a cylinder malfunction. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was a malfunction of the cxm pump issue as it was not working properly. The patient outcome was reported as the patient was all good for now.